Manufacturer narrative:
The device was not returned to the MFR for evaluation. The device history review showed no related mfg issues and no other complaints for this lot.

Event description:
On 4/7/97, while positioning the pt, the catheter broke near the wings. The occlusive dressing was removed and the remainder of the catheter was removed from the pt. No pt injury was reported to have occurred.